Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not function, was confirmed. It was found that the motor did not turn as it was corroded. The o-rings were also found to be defective and that the motor cable did not pass the cable screening test. The motor, motor cable and the defective o-rings were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/30/2009 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preopratively to an unknown surgery on an unknown date, it was observed that the 8022 handpc tornado shaver device did not work. No consequence for the patient. During in-house engineering evaluation, it was determined that the motor on the device did not turn as it was corroded. No additional information was provided.